Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the atrial lead into the pulse generator header. The physician was able to successfully insert the lead into the header. The device remained implanted and the patient was fine following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.